Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the insulin pump did not give an alarm to change the battery, screen went blank, states when they changed the battery the insulin pump was overheated and it almost burned customer. Customer's blood glucose value unknown. Customer was assisted with troubleshooting. The device will not be returned for analysis.